Event description:
It was reported that the instrument was found broken during inspection of the tray during pre-surgery set up with the tech. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned ; visual and dimensional evaluations could not be performed. Photograph provided shows that the tasp is fractured. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.